Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient reporting that their therapy and stim has stopped due to a power on reset (por). It is noted that the patient works part time running welding equipment but has been doing it since implant and it never interfered. It was reviewed to the patient that a por can also be caused by low ins battery. Indication for use is spinal pain.

Event description:
Information was received from a patient reporting that their therapy and stim has stopped due to a power on reset (por). It is noted that the patient works part time running welding equipment but has been doing it since implant and it never interfered. The patient was guided through how to clear the por and the patient was able to receive effective therapy. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.